Manufacturer narrative:
It is unknown which date the device was implanted: (B)(6) 2006 or (B)(6) 2013. There was a second physician reported with this event, and their contact info is as follows: (B)(6). The complainant listed two facilities associated with this complaint,(B)(6). It is unknown which facility the device was implanted at.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.